Event description:
It was reported to philips that intermittent image processor errors caused loss of image on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ippc and 19" color lcd monitor cr (dc19-lcr), tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).